Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was discovered that the covers on the system were broken. Additionally, the rep reported that the lift and shift function was malfunctioning. Though it was discovered that the wrong button was being pressed for lift and shift. Replacement covers were shipped on 5 january 2016. The covers were replaced and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The devices were returned to the manufacturer for analysis. The first cover was found to have damaged screw holes. It was determined that this was caused by improper procedures being used to manually open the gantry door. The second cover was found to have been broken in half. It was concluded that this was caused by improper procedure in manually opening the gantry door. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a case, the imaging system was unable to open the gantry door. The clinical specialist (cs) was called to the site to manually open the door and instruct hospital staff of the procedure. Though a patient was present, the impact and information was unavailable.